Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Information was received that reported a patient sought medical attention in 2009, due to an incident of hyperglycemia. The reporter states the patient began having issues with high blood glucose on the weekend one week prior, into the following week she continued to have hyperglycemic issues. On the event day, she began vomiting, her blood glucose was above 300 mg/dl. She sought medical attention and was treated with IV fluids and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.